Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. Blood glucose level was unknown at the time of the incident. Troubleshooting was performed. Customer was advised to discontinue use of the pump and recommended customer refer to back up plan per hcp instructions. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Device was received with corroded battery tube, cracked battery tube threads, cracked case along the side of the battery tube and faded serial number label.